Event description:
Bayer case number: (B)(4). Foreign-body material has been removed. [Medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed.") In a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On(B)(6) 2015, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, several physical symptoms have developed. I have since had follow-up treatments, and the foreign-body material has been removed. Because of these symptoms, I am limited in my daily functioning, and I suffer damages. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.